Manufacturer narrative:
Investigation summary: the customer reported that the central nurse's station (cns) shut down and the displays were black, but the alarm indicator was still active. Technical support (ts) had the customer reboot the cns and it booted up, but the displays did not power on. They stated that this had occurred before. Investigation summary: the customer reported that the cns displays remained black even after powering on the cns. The customer confirmed that the displays were connected to a ups but was not able to access the ups. The customer was advised to get assistance in accessing the ups. No further updates or issues were reported by the customer. The issue had most likely been resolved by the customer getting access to their ups. The ups most likely was turned off. A review of the customer complaint history does not reveal any ups issues reported immediately after this event. A serial number review does not reveal additional complaints relating to display issues. As the ups was not returned for evaluation a root cause cannot be determined. The reported issue could not be confirmed to be related to an nk device deficiency and the customer did not report further issues after initial troubleshooting.

Event description:
The customer reported that the central nurse's station (cns) shut down and the displays were black, but the alarm indicator was still active. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down and the displays are black but the alarm indicator is still active. No patient harm was reported. Nihon kohden technician had the customer reboot the cns and it booted up and powered on but the displays did not. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) shut down and the displays are black but the alarm indicator is still active. No patient harm was reported.